Event description:
During an in-clinic follow-up, there was increased threshold capture and decreased sensing value amplitude noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of decreased sensing amplitude and increased threshold capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.